Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 218 mg/dl at the time of incident and the other blood glucose level was 513 mg/dl. Customer experienced symptoms such as thirsty. The customer was assisted with troubleshooting. The customer was treated with manual syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that drive support cap was normal. Customer reported that they did not alleging insulin pump for under delivering. Customer reported bolus history displays all entries based on their recollection. Customer stated that based on troubleshooting insulin pump was under delivering. Customer reported insulin did not exit at the quick release. Customer stated that they perform high performance test and it was passed. The insulin pump will not be returned for analysis.